Event description:
The nurse reported a system message displayed. The staff rebooted the system to clear the system message without success. Eight cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company svc rep examined the system and confirmed the system message reported. The solenoid spacers, with the poron washer, were replaced. The company svc rep noted he tested and primed the system, but couldn't complete the checklist because the facility needed to continue cases. No samples were returned as the solenoid spacers were destroyed during the replacement process. There were no add'l complaints for the reported system. There were no add'l service requests related to the reported event. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as system messages which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. An internal CAPA was opened to address this issue. This issue was determined to not be safety related. This known issue was evaluated and a field service replaceable poron washer is being implemented.